Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events : acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ "if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old female was implanted with an impella cp device for mechanical circulatory support. The pump's motor stopped 20 minutes into procedure. The physician tried restarting the pump at the same p-level and failed. Two more attempts of restarting at p-2 and failed. After numerous tries of restarting the pump, the device was exchanged for another and the exchange was a success. Perforation requiring covered stent and/or balloon tamponade occurred.

Manufacturer narrative:
The investigation for the reported pump stop and vascular damage - peripheral vessel issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.